Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of broken power module housing was confirmed via evaluation of the heartmate power module (serial number (B)(6) at the european distribution center (edc). Visual inspection revealed the top and bottom housing were damaged. Due to the bottom cover containing the product label and no relabeling procedure existing, the damaged housing was unable to be replaced. The device was planned to be scrapped. No further testing was performed. The root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: premature battery depletion: power module backup battery did not pass the discharge & charge test. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU, section f - "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook, section 6 - ¿equipment maintenance¿, explains how to properly handle the power module and cables to prevent damage. The heartmate 3 IFU, section 3 - ¿powering the system¿, states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the housing of the power module (ppm) was broken. The root cause was not provided. There was no technical dysfunction mentioned. The ppm was returned for repair.